Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to respiratory failure and liver failure. The patient had persistently elevated liver function tests (lfts). Hepatology and liver transplant service were consulted and believed it to be related to venous congestion or shock liver. The patient underwent right heart catheter on (B)(6) 2024 which showed elevated right and left sided filling pressures. The date of onset of hepatic dysfunction and respiratory failure was on (B)(6) 2024. There was complication post implant on (B)(6) 2024 due to hypoxic respiratory failure requiring reintubation, fluid overload, and enterobacter cloacae since the patient had ventilator-associated pneumonia (vap) on (B)(6) 2024, and acute kidney injury (aki), requiring continuous veno-venous hemodialysis (cvvhd). The death was not considered device related. The device operated as expected.

Manufacturer narrative:
Section h6 health effect - clinical code: 4868 - hemodynamic instability manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The patient¿s outcome was not considered to be device related, and the device reportedly operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, hepatic dysfunction, renal dysfunction, localized infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.